Event description:
It was reported that the gynecologic laparoscope exhibited image flickering and partial green discoloration. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure partially green image was confirmed, however, the reported failure flickering in image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken r-unit (charged coupled device) and damaged fibre bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image was due to the broken r-unit (charged coupled device) and the cause of the fibre bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.